Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Suspected lv lead fracture reported. Impedance has been reporting >3000 for a couple of months. Iegms shows suspected lv noise however lv channel is not included in iegms. Recommended bringing in for evaluation of lead. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.